Event description:
The sales representative, reported that during proximal medial locking, the targeting arm would not go through the nail. The sales representative added that the surgeon had to perform a free hand proximal locking to complete the procedure. The sales representative reported that this resulted in a 15 minute delay to surgery time and no other adverse consequences were reported.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.